Event description:
The patient reported in-clinic after having received a patient alert. Inappropriate atp therapy due to wide qrs oversensing was noted. Loss of capture was also noted. Diagnostic imaging revealed lead dislodgement. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.